Event description:
Patient had an issue with the teststrip holder or port issue and the meter reading high. Customer obtained a bg of 146 mg/dl, 130 mg/dl, and 122 mg/dl. Customer passed out and claims to be "always dizzy". Taken to the ER and was not treated. Test strips did not match the code # of the meter, also has been cleaning the meter incorrectly. Certain incorrect methods of cleaning could cause the meter to produce error messages. Customer did not want to wait for a checkstrip to test the meter. Mailed letter after trying to contact customer twice by phone.